Event description:
A patient in the (B)(6) using centra active hearing aid fit with a dome containing a wax guard (c-guard) had to go to the doctor to get a dome removed out of his ear. The doctor removed the dome without injuring the patient.

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however identified this incident as MDR reportable. 2007 investigation and conclusion: incorrect gluing between the spout and the receiver. Pull force test implemented at production. Risk assessment: the centra active user guide describes the correct fitting of the dome. It states that if the dome remains in the ear, it should be removed by a medical professional. The separation of the dome form the hearing device to remain in the ear canal was considered a very low health risk because the dome can be removed by a medical professional without presenting a health hazard to the patient. Detached small parts remaining in the ear canal generally present no health hazard for the hearing aid user. An improved home design with metal ring was implemented to improve the retention of the c-guard in the dome. 2013 update: the u.s. User guide for the receiver-in-canal product equivalent to the product in the incident describes the correct fitting of the dome. There is a warning that if the dome becomes detached in the patient's ear, the patient should contact their audiologist or hearing care professional or physician immediately. The safety board concluded no further actions were necessary. The separation of the dome from the hearing device to remain in the ear canal is considered a very low health risk because the dome can be removed by a medical professional without presenting a health hazard to the patient.